Event description:
It was reported that during the implant attempt, the helix of the lead would not deploy when it was placed in the patient. It was also reported that the helix would not deploy after the lead was removed from the patient and placed on the back table. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, several conductors were distorted, the distal conductor had blood/body fluid (not obstructed), there was blood on the helix mechanism, and the lead was damaged at implant; full lead returned and analyzed.